Event description:
It is reported that a customer had issues setting up the new infusion set. The patient's blood glucose level was unknown at the time of the call. The customer stated that they received a no delivery message on the pump. The caller was transferred to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.